Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional testing could not be performed. Review of the procedural photographs of the device revealed a kink on the flex catheter; however, the location of the kink could not be determined. A crimped valve was also observed to be on the inflation balloon. Valve inflow struts appeared to be pressed against the balloon pumpkin. Complaint history review from (B)(6) 2019 through (B)(6) 2020 for the commander delivery system (all models and sizes) revealed additional returned complaints for the appropriate trending codes. A review of complaint history revealed that the complaint occurrence rate did not exceed the (B)(6) 2020 control limits for the appropriate trend categories. During the manufacturing process, the delivery systems undergo multiple 100% visual inspections and testing throughout the process. Additionally, product verification testing is performed on a sampling plan. These inspections and tests conducted during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. Per the IFU and training manuals in a straight section of the vasculature, initiate valve alignment by disengaging the balloon lock and pulling the balloon catheter straight back until part of the warning marker is visible. Do not pull past the warning marker. Warning: to prevent possible damage to the balloon shaft, ensure that the proximal end of the balloon shaft is not subjected to bending. Engage the balloon lock. Use the fine adjustment wheel to position the valve between the valve alignment markers. Caution: do not turn the fine adjustment wheel if the balloon lock is not engaged. Do not position the valve past the distal valve alignment marker. This will prevent proper valve deployment. If valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. Before deployment, ensure that the valve is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. In this case, the complaint was able to be confirmed based on review of the provided device photograph. Due to unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event. No manufacturing nonconformances were identified during evaluation. Complaint history suggest that patient factors such as calcification and tortuosity can contribute to the reported events. Calcification and tortuosity were reported as present in the vessels, ¿this was not a device problem but a problem due to the patient´s anatomy: the subclavian was kinked and it seems that there was a calcification in the kinked part, so it was impossible to get any device through this access.¿ per the delivery system IFU, ¿warning: if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon.¿ performing valve alignment at a bend or angle (non-straight section of the aorta) can cause valve to unseat from the flex tip during alignment. If the valve is unseated during alignment, it can result in higher than usual valve alignment forces and can create tension in the system to achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. Subsequently, during the valve retrieval it was noted ¿it was not possible to retreat the system with the valve in the esheath.¿ per the training manual, ¿crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve.¿ due to the tortuous vessel, it is likely that the delivery system was not coaxially aligned with the sheath tip resulting in the difficulty in retrieving the delivery system/crimped valve back into the sheath. In addition, retrieval of the large profile (balloon with crimped valve) can also result in the withdrawal difficulty. The tortuous and calcified vessel in conjunction with difficulty of retrieval may have bent the delivery system catheter while manipulating the device. Although a definite root cause was not able to be determined, available information suggests in addition to procedural factors (manipulation of the devices), patient factors (subclavian tortuosity / calcification, retrieval of the crimped valve in the tortuous vessel) may have contributed to the alignment difficulty, withdrawal difficulty and subsequent surgical removal of the devices. A review of the IFU/training manuals revealed no deficiencies and the complaint occurrence rate did not exceed the monthly trending category control limit, no corrective or preventive action nor pra is required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), a subclavian tavr procedure to deploy a 29mm sapien 3 ultra valve the aortic position was performed. Following the insertion and advancement of the commander delivery system through the esheath, valve alignment could not be performed due to the ¿strong¿ tension build-up in the delivery system. It was perceived that the tension build-up was due to the patient´s anatomy. The decision was made to stop the procedure and remove the delivery system with the sheath. Withdrawal difficulties were encountered, and the delivery system and valve could not be pulled back into the esheath. The patient was converted to open surgery to remove the delivery system and valve. A surgical valve was then implanted. At the time of the report, the patient was in stable condition. Information regarding the native annular diameter was not provided. Moderate annular calcification, moderate native leaflet calcification and severe aortic root calcification was reported. Information regarding the access vessel minimum luminal diameter (mld) was not provided. Severe vessel calcification was reported. It was also reported that the subclavian artery (access vessel) was ¿kinked¿ with calcification in the kinked area.